Event description:
During a percutaneous transluminal angioplasty with an 8 x 29mm genesis stent, the physician could not navigate through the anatomy even after usual pre-dilatation and could not cross the slightly calcified superficial femoral artery (sfa). It was confirmed that a strut uplift noticed distal and proximal to the stent during product analysis occurred while trying to cross the lesion. There was no damage to the target vessel, as the stent struts were uplifted while the stent was removed from the pt. There were no anomalies noted on the product prior to removal from its packaging or prior to inserting it into the pt. There was no difficulty experienced during prep. During the procedure, the device was passed through the iliac bifurcation. The product did not kink or bend at any time during the procedure. Other devices used with the product did not kink or bend at any time during the procedure. Only the reported product was removed when the event occurred. Another genesis stent was used to complete the procedure successfully. The procedure was a success and pt went home without any complications.

Manufacturer narrative:
During a percutaneous transluminal angioplasty, the physician was unable to navigate through the anatomy even after pre-dilatation and could not cross the slightly calcified superficial femoral artery (sfa). While examining the product distal and proximal stent strut uplift was noticed. There was no reported damage to the target vessel. There were no anomalies noted on the product prior to removal from its packaging or prior to inserting it into the pt. There was no difficulty experienced during device preparation. There was no reported pt injury. A non sterile palmaz genesis on opta 8 x 29 mm was received coiled inside a plastic bag. The distal end of the stent was damaged, some of the struts were uplifted, and others were deformed as if the stent was pushed against a hard surface or object. Some of the omegas of the stent were squeezed and others were elongated. No other visual anomaly was observed on the received unit. The crossing profile of the stent could not be measured, given that the stent was damaged. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported tracking difficulty could not be confirmed. The exact cause of the damages on the stent of the received unit could not be conclusively determined. It is likely that procedural factors could have contributed to the damages on the stent and to the condition experienced by the customer. Based on the info available, it appears that the difficulty experienced by the customer may have been caused by the operational context of the device and vessel characteristics and is not related to a product quality issue. No corrective or preventive actions will be taken; given that, the reported failure could not be confirmed, and the damages found on the stent do not appear to be related to the manufacturing process.